Manufacturer narrative:
H3: analysis of the 97755 (sn: (B)(6) found an electrical failure; "no device found" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that recently, charging the implanted neurostimulator (ins) has been taking 2 days. The controller was 100% yesterday, and the ins could only be charged to 70%, so today it was charged from morning and was charged up to 90%, but the controller charge decreased, so the controller was recharged to 100% and resumed recharging the ins from 90% and reached 100% but it took about an hour. During charging, a beep sound occurred several times and when re-tried, and it seems cancellation appeared, but the error message was not confirmed, then without changing the recharger position, retry was pressed, and it was confirmed that charging was successfully performed multiple times with 'good' charging efficiency. Patient was told that locations that shows 'very good' indicate good charging efficiency, but the patient was told that since a malfunction of the device was suspected, it will be handed over to the person in charge. Patient was instructed to record the message and the number in the lower right of the screen when an error occurs the next time. The issue has not resolved, and no patient harm has been reported. Additional information was received from the manufacturer representative (rep) reporting that the error message "problems with the recharger" appeared repeatedly, and it took time to charge the stimulator, so it was a problem. The cause of the slow ins recharge was it seems that the recharger antenna feels hot, which suggests that there may be a fracture in the antenna cord. The patient was managing to use it, although it currently takes a long time to charge. The recharger will be replaced.